Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker and leads were removed due to a (B)(6) infection. Vegetation was noted on the leads. No further patient complications have been reported as a result of this event.